Event description:
A report was received that the patient's ipg was not functioning which could be due to lead migration, lead fracture, or battery failure. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient's ipg was not holding a charge. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg was not functioning which could be due to lead migration, lead fracture, or battery failure. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's ipg was not functioning which could be due to lead migration, lead fracture, or battery failure. The patient will undergo a revision procedure.